Event description:
It was reported that the patient had an infection at the ipg pocket site due to a non-healing wound. No device malfunction suspected. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.